Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. E1: reporter name: unknown / not provided.

Event description:
The doctor reported that the implant was removed and replaced with a shorter implant because the patient was experiencing paresthesia. Doctor also stated nerve damaged. The procedure was completed. The affected tooth position was 47, and the bone density type was iii.